Manufacturer narrative:
No further information is available on the product at this time. No sample, lot number, or photographic evidence was provided. The device was disposed of by the end user. However, if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a medwatch report (B)(4) indicating that during surgery the needle broke when passing it through bone. Incident occurred at the end user. No adverse event to the patient was reported. This event was filed in our complaint handling system as number (B)(4).